Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 360-361 mg/dl and diabetic ketoacidosis (dka) resulting in a hospitalization. The cause of elevated bg/dka was not known; however, the customer's healthcare provider stated that the pump was functioning as intended and believed adverse event could have been user related. Multiple correction boluses were delivered and multiple supply changes were performed to address bg. No issues were observed with the pump supplies in use at the time of the event. While hospitalized, the customer was treatment with intravenous insulin and insulin infusion. The pump history was reviewed and multiple incomplete bolus alerts and a low insulin alert were identified. Customer was released from the hospital on december 31st. Reportedly, the customer continued to use the pump for insulin therapy.